Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "baker capsular contracture 3-4." The device has been explanted. This record represents the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, red particles, crease fold, wear abrasion and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage.

Event description:
Physician reported "baker capsular contracture 3-4." The device has been explanted. This record represents the left side.